Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer stated that there were air bubbles in the reservoir of the insulin pump causing her to have seizures. Customer expressed the following symptoms of high blood glucose levels: abdominal pain, nausea, headaches, seizure, and frequent urination. Customer's blood glucose value at the time of emergency room visit was 231 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer later reported a blood glucose level of 42 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.